Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed by clinical support and reportedly the customer is using cold insulin. Clinical support informed the customer that using cold insulin is off label per the tandem user guide. Ultimately the customer reverted to an alternate method of insulin delivery. Customer¿s blood glucose level was around 300 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.